Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited small r-waves. It was further reported that, approximately one day post implant, the rv lead and implantable pulse generator (ipg) exhibited under-sensing on presenting electrograms. It was further reported that, approximately one day post implant, the right atrial (ra) lead and ipg exhibited unstable thresholds and potential loss of capture. Diagnostic testing/troubleshooting was performed. The rv lead and ipg were reprogrammed and remain in use. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.